Event description:
It was reported that there was event with a c-mac pocket monitor. According to the information received, the following happened: during the resuscitation of a 12 year old, the c-mac went out several times while trying to intubate. Battery and spatula exchange remained without success. The monitor came on briefly, then again no image. At the morning device check, the device was ready for use. Patient harm is not known at date of this report. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The affected c-mac pocket monitor ii was tested and subjected to an endurance test. During continuous operation in each combination 20 on / off cycles tested. Checked the charge level warning in the display of the c-mac pocket monitor (charge display when the device is switched on, as well as red flashing battery warning in case of 'low-batt') manipulations on the device which correspond to normal use (shaking, vibrations during operation to exclude loose contacts) no deviations or unexpected image failures could be reproduced. No indication of a product or material defect could be found. The event is filed under internal karl storz complaint ID: (B)(4).